Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level over 32 mg/dl at time of incident and other 71 mg/dl. Customer got a replace battery now alert. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery was not previously used. Customer stated the battery cap damaged. The insulin pump will not be returned for analysis.